Event description:
It was reported to philips healthcare that the display of the heartstart xl "turned off during the external stimulation on pt". There was no adverse pt impact.

Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is completed.